Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device without difficulties and did not fall out during the functional test. The event description is consistent with an improper loading technique. If the cartridge is not fully inserted into the channel or long loaded (holding features of the cartridge are not snapped on the channel windows) at the moment of the firing, the cartridge will be ejected forward and some staples will be deployed. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic colon procedure, upon firing the device, the cartridge ejected out of the jaws of the device. It fell into the patient and was retrieved. As a result, a vessel was cut and a lump node was altered. The vessel was repaired, unsure how it was repaired. The procedure was completed with a new device.